Manufacturer narrative:
Additional information: section d.6b, h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly resumed device use. The recipient reportedly has a history of meniere's disease. The recipient will be followed per center protocol. No futher information will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an equilibrium problem that restarted after using new external equipment. The recipient was advised to stop using the device.